Event description:
The customer contact reported an operator error in programming the device, which resulted in the patient receiving more medication than intended. The pump was programmed to deliver tpn (total parenteral nutrition) at a rate of 8ml/hr and the delivery was started. No further programming parameters were provided. After approximately 1 hour, the nurse noted the display indicated a rate of 88ml/hr instead of the intended rate of 8ml/hr and the delivery was stopped. The physician was notified. The patient was treated with an unspecified concentration of lasix for fluid overload. The patient's blood glucose levels was drawn and the results were reported as >800mg/dl. The treatment for the elevated blood glucose was not specified. The device was removed from clinical service. During testing at the user facility, the device passed testing. The customer contact stated that there is a delay between the time the keypad is pressed and the time that the programmed number appears on the display; therefore, the nurse inadvertently pressed the 8 key twice. Multiple unsuccessful attempts have been made to obtain additional information including the treatment measures for the elevated blood glucose and the patient outcome.

Manufacturer narrative:
At this time, the customer will not be returning the device for evaluation. If the device is received, a follow-up report will be submitted. The customer contact indicated, the event was the result of an operator error in programming the device. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).